Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose (bg) level was 511 mg/dl. Elevated bg was addressed via manual insulin injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.